Manufacturer narrative:
Product not available.

Event description:
The user facility reported the device was under delivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.